Event description:
Suspected false positive sars result for 1 asymptomatic customer testing herself. The consumer communicated that the pink test line was very faint and that they suspect the result to be false because of previous false positives. 3 additional customer events were communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.